Event description:
A company representative reported, on behalf of the customer, a case of corneal abrasions and discomfort, observed one day post laser cataract surgery. Upon f/u, surgeon indicated he does not feel the laser is the cause. Surgeon feels the use of a blunt instrument during incision entry will always cause ore irritation due to the nerve endings in the epithelium being disturbed.

Manufacturer narrative:
The device history records were reviewed for the laser involved, and there were no unusual findings related to the reported issue. Based on available info, opening the incisions with a blunt instrument was likely contributing factor to the reported issue. The info did not suggest a malfunction with the laser system. (B)(4).